Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor, display adaptor, and video controller were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable. There is no report of injury or death associated with the event described in this complaint.